Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted via one patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The weekly pace impedance trend data shows an abrupt increase for minimum and maximum ventricular pace bipolar impedance between 323 to 2717 ohms peak between (B)(6) 2012.

Event description:
It was reported that the right ventricular [rv] lead had high impedance measurements. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.